Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl. The customer was treated with insulin pump for high blood glucose. Customer declined troubleshooting for high blood glucose. Customer stated sensor had blood when inserting it. Customer stated they receive calibration not accepted and change sensor alert. Customer stated they did not receive sensor updating. The device will not be returned for analysis.